Event description:
It was reported that a posey bed-acute care/long term care model 8050 the zipper will not hold the teeth together. No specifics on the location. Inspection shows that there is damage to the canopy that could potentially cause or contribute to a pt injury.

Manufacturer narrative:
(Other) -zipper will not hold teeth together - evaluation results: (other) -the large front windows zippers slider body is open. There is a 1 inch tear in the vinyl on window at the start of the drainage port zipper.